Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter to request additional information about the reported event; it was reported that the laser system was turned on before the patient even enters the or room, but the fiber was attached after the patient was already anesthetized. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 23-feb-2017 and installed at the customers site on (B)(6) 2017. A review of system risk files (doc (B)(4) rev g) revealed risk #2.3.2; hw failure" which have the potential to lead to prolonged procedure. The risk has been quantified and found to be remote, and the risk likelihood has been characterized and documented as acceptable within full risk assessment. A lumenis service engineer visited the site three (3) days after the reported event and was not able to duplicate the alleged failure. The engineer checked the power output and sis components for damage/wear, no issues found. The device was found to have met lumenis specifications and ready for use. A review of subject labeling, (um-20006520 rev.c - p100 operator manual) revealed in the preparing the system section what needs to be done prior to using the system. It reads " you or the nursing staff at your facility will perform the daily maintenance routines associated with the laser system and any optical fibers used during surgery, including inspecting and cleaning the laser and optical fibers; connecting, disconnecting, and sterilizing the delivery systems; and verifying the aiming beam integrity. These procedures are detailed in this manual and in the optical fiber instruction guide." In this case, the patient was awakened from anesthesia & the procedure was subsequently cancelled. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. This error happened immediately when the user tried to attach a fiber to the sis port. This event could probably be avoided if the user followed the subject device IFU and fully checked the system prior to anesthetizing the patient. A cause for the unexpected shutdown has not been determined but a similar event is being investigated in a pi for (B)(4). Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc (B)(4) and per post marketing surveillance procedure (doc (B)(4)).

Event description:
A user facility reported that at the beginning of a cystoscopy procedure in which a lumenis pulse 100 laser was being utilized, the system shut down when the fiber was connected to the system. Unable to complete the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.